Event description:
It was reported that a malfunction occurred, specifically a malfunction alarm 16-0x20e6, according to the customer. There was no information provided regarding the impact on the customer's blood glucose level. The complaint involved a pump that started and charged, and additional malfunctions were recorded in its history. The device is currently being returned for assessment, and a replacement pump has been issued.